Manufacturer narrative:
The calibration was acceptable. The qc data showed a very slight downward trend, but results were within specification. The investigation did not identify a product problem. The investigation determined the issue was consistent with a pre-analytical handling issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). Sample 1 was hemolysed. The investigation is ongoing.

Event description:
There was an allegation of questionable ckmbl creatine kinase-mb results for 1 patient on a cobas 6000 c501 module. Sample 1: the initial result was 8712 u/l. This result was reported outside the laboratory. The sample was repeated with a 1:10 dilution on another module and the result was 877 u/l. The sample was repeated on another module and the results were: 7249 u/l with a data flag that invalidated the result, 7348 u/l with a data flag that invalidated the result, 7124 u/l with a data flag that invalidated the result, 7108 u/l with a data flag that invalidated the result, 8280 u/l with a data flag that invalidated the result, and 8374 u/l with a data flag that invalidated the result. Sample 2: a new sample was tested on another module and the result was 54 u/l the sample was repeated with a 1:10 dilution on another module and the result was 7 with a data flag that invalidated the result. Sample 3: a new sample was tested on another module and the result was 61 u/l. The results of "55-60 u/l" were considered to be correct.